Manufacturer narrative:
One device was received for investigation. During visual inspection it was found that the device was damaged which caused the device to leak. The reported complaint is confirmed. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that there is a liquid leakage. A chemical solution leak was discovered approximately 4 hours after filling the chemical solution. There was no patient involvement.